Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Analysis was performed which indicated this crt-d is depleting normally. The power consumption is currently elevated due to sensing persistent episodes of high rate atrial. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: this device is depleting normally. No malfunction.